Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus. The customer cleared the alarm and delivered a bolus, but the insulin pump alarmed again. The customer stated that she had symptoms of diabetes ketoacidosis and went to the hosp. Troubleshooting was performed. Ran a displacement test and the insulin pump passed the test. Performed a self test and passed. The insulin pump rewinds and prime manually. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.